Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06355. It was reported the patient never received effective stimulation from his cervical scs system. In addition, the patient reported the stimulation caused more pain and also caused him to black out. Surgical intervention is pending to address the issue.